Event description:
The customer contact reported at start up prior to pt use, the device touchscreen was not working. There were no reported adverse pt events, no need for medical intervention and no delay in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not pass the touchscreen test and the touchscreen calibration test. This was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.